Event description:
A nurse reported that following intraocular lens (iol) implant surgery the lens was exchanged due to a mechanical failure and a pt experiencing blurry vision. Additional info received from the surgeon who reported the pts' blurry vision continues and is not expected to resolve. The surgeon also reported posterior capsular opacification was observed. An unapproved viscoelastic and handpiece was used during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was within the acceptable range for a 21.5 diopter. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional info indicated a failure to follow the dfu; an unapproved handpiece and viscoelastic was used with the approved lens/cartridge combination, which can contribute to lens damage. There was no other complaints reported in this lot. Additional info was requested and received on (B)(4) 2013. (B)(4).